Manufacturer narrative:
The plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
A biomedical engineer (biomed) at a user facility reported that the fresenius 2008t hemodialysis (hd) machine had black discoloration inside the molded section of the power plug and one of the prongs appeared burned. This was observed during inspection of the plug end. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this event. The plug was the original part. The biomed reported that there was no burning smell, smoke, spark or flame observed. The machine has approximately 21,600 hours and is plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. The biomed replaced the power plug, which resolved the issue. Following parts replacement, the electrical leakage tests for the machine passed. The unit was returned to service at the user facility without a recurrence of the event as reported. The plug was stated to be available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Device evaluation: the power supply cord/plug assembly was returned to the manufacturer for analysis. A visual examination was performed on the plug which revealed signs of burn damage and pitting on the prongs (hot terminal side and neutral terminal side). In addition, the plastic surrounding the hot side prong appeared to be melted. A functional resistance test was performed on the plug prongs by measuring the resistance between the three wires (hot, neutral, and ground). In addition, the continuity was measured from the prongs to the end of the wires. Each measurement of the wires found no discrepancies. All three wires had continuity at 0.2 ohms from end to end and the resistance was open, as expected. Functional testing was performed by installing the received cord and plug into a working unit. The test unit powered on without any failures. The machine was able to complete the self-test program without any failures or alarms. The investigation into the cause of the complaint was able to confirm the reported event. A visual examination of the power supply cord and plug assembly confirmed that the part sustained heat damage. The pitting on the returned plug terminal indicates arcing within the outlet used at the customer facility.